Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken and revealed that the lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.